Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero microbore extension set had a loose component. The following information was provided by the initial reporter: I unhooked the cap from syringe tubing and the thick part that is held to unscrew the cap became loose and cap wouldn't come off. The plastic piece then worked its way backwards along the tubing. Potentially causing tubing to leak, come unhooked and administering incorrect amount of medications. I replaced it before using it so no affect to patient this time. Also happened to another rn today. Syringe pump tubing had the plastic piece on the end come undone, which if not recognized, could cause the medication to leak.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.